Event description:
It was reported that the surgeon had difficulty inserting catheter which led to the buckling of the stylet. This in turn prevented the catheter from passing through the needle. A re-operation was needed.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).